Event description:
The reporter stated that the implant did not expand during the surgical procedure for flat foot correction. No patient injury or death alleged was reported. The event did not lead to a significant increase in surgery time.

Manufacturer narrative:
A review of the manufacturing record found no anomalies during the manufacturing period of the product. No product has been received for evaluation to date. A review of the complaint system showed that this incident was the first to be reported in the past two years regarding a kalix ii implant failure to expand. The complaint rate for this kind of incident during the stated time period is 0.031 percent. Prior to release, following frequency determined by probability law applied to incoming inspection, kalix ii implants are tested for: visual aspect (color, laser marking), documentary inspection (raw material certificates, measurements report, labels, sterilization certificate). The root cause of the malfunction could not be determined. No corrective or preventive action is required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.